Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during segmental lung resection, after the first firing, an error indicator of handling with white a background was displayed. They took the device out of the body and pushed and held the upper button to remove the reload and tried to return the jaws to the neutral position, but error tone was generated, and articulation of the jaws did not return. Even though they pushed every button, error tone was still generated, and error indicator remained to display. As they could not remove the reload, they removed the adapter from the shell once, then reconnected. Error indicator remained, but as articulation was able to return to the neutral position, they could remove the reload. (However, pushing and holding of the upper button was not functional, same as for the error tone). After that, they pushed and held the green button, the display screen was reset and returned to a former state. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. The clamping mechanism was deformed. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was cycled without hesitation or binding. The reload fully articulated in every orientation and was not difficult to unload from the handle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported conditions. Additionally, the investigation detected a unreported condition of a deformed clamping mechanism that has no relationship to the reported condition. Replication of the deformed clamping mechanism may occur under the following conditions. 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.